Manufacturer narrative:
N/a.

Event description:
The following has been reported: while checking the 24-hour infusions, it was noted that the doxorubicin infusion had 10 ml remaining and was nearing completion: at approximately 8:20 a.m., at which time it finished. The infusion was scheduled to end at 10:40 a.m.; the pharmacist on duty was notified. The shift log indicated that a fresenius pump had been replaced the previous night because the infusion had run dry on several occasions. Medical history: on (B)(6) 2026 at 8:00 am, I visited the patient in ward 116. The patient was conscious, alert, oriented, and afebrile. Da-epoch protocol: cycle 5, day 2. After prior skin asepsis and antisepsis using sterile technique, an implantable catheter was inserted into the right hemithorax using a 20g x 0.75 surecan needle; venous return was obtained and saline solution flowed without difficulty; a 3-way stopcock was placed; the site was covered with a tegaderm 8. 5x10, and the equipment is connected for the xl photosensitive infusion pump and, via channel b, the macro-drip set, as well as the fresenius photosensitive infusion pump. Premedication is initiated with: ondansetron 16 mg in 100 ml of 0.9% saline solution - prednisone 100 mg po. (B)(6) 2026 11:11 10+40 a push-stop technique is performed on the permeable implantable catheter; venous return is confirmed. 24-hour infusions are initiated as follows: 1. Doxorubicin 18.1 mg in 500 ml of 0.9% saline at 20.8 ml/h via a photosensitive fresenius pump. Similarly, vincristine 0.72 mg is administered in 500 ml of 0. 9% at a rate of 20.8 cc/h via a photosensitive xl pump; finally, via a macro-drip pump in a concomitant y-line infusion, etoposide 90 mg in 400 cc of 0.9% saline at 16.7 cc/h. Patient tolerating treatment; the department is notified. (B)(6) 2026: 8:00 am I visit the patient in unit 116; the patient is conscious, alert, oriented, and afebrile. The patient has no family members present; I introduce myself and explain the treatment to be initiated. Da-epoch protocol, cycle 5, day 3. Prednisone 100 mg po is administered. Upon checking the 24-hour infusions, it was noted that the doxorubicin medication had a remaining volume of 10 ml and was nearly finished: approximately at 8:20 a.m., at which time it concluded. The infusion was scheduled to end at 10:40 a.m. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.